Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no visible damage to the exterior of the device. Engineering removed the seal and noted no damage to the duckbill. The duckbill was cut away and the septum was found to be torn and missing a portion. The missing portion of the rubber was returned and is similar in shape as the hole in the septum. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. Engineering was unable to obtain any further details of the type of procedure or what instruments were used during the procedure; however; the damage to the seal is consistent with damage caused by a staple. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently working on a project to modify the septum and the shield to further prevent tearing and to protect the sealing components during instrument exchanges. This document represents our final report.

Event description:
Unknown- "this is a complaint from the market.(B)(4). Please refer to he complaint sheet for investigation. A portion of a septum dropped off into a body cavity during a procedure. Physician thinks that is happened when using covidien endo gia. The actual event unit and the portion of the septum were returned to visually inspected. The septum has an absent part. The absent part of the septum matches. Shields are torn off. Ddb tears. Please analyze this complaint phenomenon and review the device history record the unit. (B)(4)." Patient status: no patient injury.

Manufacturer narrative:
(B)(4) has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.